Manufacturer narrative:
Additional information was received on december 16, 2020. When the device was explanted bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on january 5, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 18, 2021. In addition to the right sided rupture reported initially, left sided cutaneous contour deformity was also revealed through imaging. This report relates to the right prosthesis. See 1645337-2021-01362 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. An explant has been scheduled for (B)(6) 2020. 2. Is other serious- uncheck; 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation on the suspected medical device was completed on january 8, 2021. It was found on january 11, 2021, that updated reason for device explant and/or reoperation was omitted on the previous report. Investigation summary: during visual inspection, the device was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4), updated reason for device explant and/or reoperation: rupture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 255cc mentor memorygel breast implant experienced right sided rupture post procedure. Mammography, ultrasound, and a physical examination were used to determine the device had ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.